Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's grandmother reported via phone call that customer received a no delivery alarm. Customer's blood glucose was 235 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Caller was advised that no delivery may have been caused by set / site occlusion. It was reported that infusion tube gets damaged when insulin pump gets hot causing white specs in tubing. Caller also reported that reservoir start date is not accurate and the amount of insulin left in reservoir was also not correct for the amount of insulin that was originally dispensed. Caller was advised that insulin pump would need to be replaced.